Manufacturer narrative:
The device was returned and evaluated by a quality engineer. Received 1 sample(s), part number 8227410. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), multimeter. Observations: when compared to the assembly drawing for paired subdermal electrode drawing: end to end resistance for each side of the paired electrodes shall be <(><<)>2.0ohms and infinite ohms between needle tips [no short circuit]. All electrodes passed electrical testing. The information indicates an in specification condition for the returned electrodes. There was no damage to the wires or connectors which would have resulted in the reported malfunction. These electrodes are a supplied material assembly and no fault was found as it relates to the complaint therefore manufacturing and supplier have been ruled out as a potential causes. Based on the product analysis findings the underlying cause of the reported failure could not be confirmed; however, it is likely the result of use error related to the placement/location of the electrodes on the patient. Method ¿ actual device evaluated; electrical evaluation; visual inspection; microscopic inspection. Results ¿ no failure detected. Conclusion ¿ no failure detected, device operated within specification; operational context caused or contributed to event.

Event description:
It was reported ¿during the facial nerve decompression surgery using the paired electrodes, the muscle had a response but it was not shown in the nim. The procedure was reportedly continued without taking any action for this incident, and completed with no delay or adverse effect.¿ follow-up communication obtained additional information: it was noted that the issue may have been related to how the electrodes were placed but the doctor believes it is related to a problem with the 2 channel electrodes. There was no patient impact or injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. (B)(4), nim response 2.0 mainframe lot/serial # unknown. (B)(4): the device has been received and product analysis is anticipated but not yet begun. Method ¿ no testing methods performed. (B)(4).